Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: robotic assisted laparoscopic esophagesctomy. Event description: used for robotic case. Surgery paused to retrieve the instrument seal from trocar. In the mid of robotic surgery, after instrument exchange. No adverse event reported. Additional information obtained from applied medical account manager via email on 24jun2025: grasper and suction catheter were used during the procedure. Intervention: no replacement of trocar was used. Patient status: no patient injury or illness was reported.

Event description:
Procedure performed: robotic assisted laparoscopic esophagesctomy. Event description: used for robotic case. Surgery paused to retrieve the instrument seal from trocar. In the mid of robotic surgery, after instrument exchange. No adverse event reported. Additional information obtained from applied medical account manager via email on 24jun2025: grasper and suction catheter were used during the procedure. Intervention: no replacement of trocar was used. Patient status: no patient injury or illness was reported.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear component. Visual inspection confirmed the complainant¿s experience of shield dislodgment. The clear component was identified to be a shield, an internal plastic component of the seal. Based on the condition of the returned unit and description of the event, it is likely that the dislodged shield was caused by the non-axial insertion or removal of asymmetrical instruments such as the grasper. Applied medical¿s instructions for use (IFU) states that ¿extra care should be used when inserting angular and asymmetrical instruments, such as ¿j¿ hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.¿ applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.